Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end tip of the bronchovideoscope was burned. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the user may have used a high-energy endo therapy accessory, such as a laser or high frequency, without maintaining sufficient distance from the tip of the subject device. The event can be prevented by following the instructions for use which state: "inspection of the endoscope". Olympus will continue to monitor field performance for this device.